Event description:
It was reported that the micro sagittal saw ran on its own when it was not being activated. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated. Visual examination revealed corrosion damage to the motor, bearings, press plug and other component parts. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.